Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. Access was obtained via unspecified vessel on the left leg. The target lesion was located in the 80% stenosed left anterior descending (lad) and left main arteries. During the procedure, an opticross imaging catheter failed to go over the unspecified guidewire after several attempts. The physician then grabbed another opticross¿ imaging catheter to check the vessel. Moreover, the physician tried to drive the device, but the image kept blacking out. The device was flushed and prepped, however, image failed to appear. A dissection in the left main artery was noted. The device was then removed and exchanged with a third opticross imaging catheter which also failed to track into the unspecified guidewire. The procedure was completed using a fourth opticross imaging catheter and unspecified stents were deployed in the lad and left main arteries. No patient complications were reported and the patient is fine.